Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient experienced oozing from impella cp access site due to a crack in the introducer. The introducer was replaced with a shorter sheath to resolve the issue. Support remained uninterrupted and there was no harm to the patient.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review was performed. As per quality notification (qn) introducer from batch dor9273740 failed the post sterile inspection check for unit has a stain on tyvek and was reworked and accepted. Bounding is complete and is specific to 1 unit of batch dor9273740. No additional containment was required because each receipt requires 100% visual inspection per the quality inspection plan for the material. Material review board (mrb) confirmed this batch was 100% inspected. Qn has been put in-process. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.